Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin pump was received with normal operating currents, no unexpected power loss alarms noted during testing. The insulin pump was received with cracked battery tube threads and cracked case behind the insulin pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had replace battery now alarm. Customer also had problems with the battery and received with low battery alarm. The blood glucose was unknown at the time of the incident. Customer reported that, the damage occurred from the middle of where the belt clip is to the front. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, there were not unattended alarms received. The customer reported that, the insulin pump had change battery alarm also. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.